Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been a patient who experienced itching and ¿some withdrawal symptoms¿ while titrating the drug down. The drug used in the device system was baclofen.